Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. Additional information was received that the explanted devices were not returned as they were kept by the medical facility. No further information could be obtained despite good faith efforts.